Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. The hospital representative did not have any information on patient involvement, patient injury or medical intervention related to the device. No additional information is available. The user interface module software version is 5.09.90

Manufacturer narrative:
(B)(4). The reported condition of damaged battery was confirmed and reproduced during product evaluation. The assignable cause was use error. The main batteries and battery harness were replaced. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the suspected use error. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA.